Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. Upon follow up, the clinical manager reported that the transducer line popped off of the venous port of the fresenius 2008t hd machine, causing the blood leak. There was no damage noticed on the fresenius combiset, loose connections, or issues during priming. The clinical manager stated that the 2008t machine alarmed appropriately during the reported event. The clinical manager stated that a fresenius dialyzer was being used during treatment, however dialyzer information was unavailable. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on the same machine with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.